Event description:
It was reported that the patient received thermal damage to the bowel during a thermal uterine ablation procedure. The patient had a previous c-section, as a result in which, part of the patient's bowel was adhered to the patient's uterus. Although, reportedly, the patient subsequently expired, the cause of death was not reported.